Event description:
Note: used set was not discarded. See section h for details of examination.

Manufacturer narrative:
The used set was not discarded. It was submitted to abbott along with sealed sets and all were visually examined under magnification, photographed, and tested for penetration force. All results were within normal limits of specification values. The needle level exhibited a good profile with no indication of barbs, hooks, etc. No problem, damage, or defect could be detected. Cause of clinical experience could not be determined.